Event description:
It was reported that the patient developed an infection at the midline incision and there was drainage on it. The patient was given antibiotics and was doing well. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few weeks after the implant procedure from date manufacture was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7103596, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7102240, UDI:(B)(4).

Event description:
It was reported that the patient developed an infection at the midline incision and there was drainage on it. The patient was given antibiotics and was doing well. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device components will not be returned.